Manufacturer narrative:
Additional information: company rep evaluated the device and discovered an intermittent failure of the footswitch. The device has not returned to the manufacture for evaluation. Probable root cause is undetermined.

Event description:
It was reported that during a bph procedure, it was noted that "when pressing the steaming pedal the equipment automatically went into standby mode; pressing the coagulation pedal enabled the equipment to allow continuous shooting without going into standby mode." After rebooting the laser, the problem was noted to be stopped for two minutes and then the issue happened again. The surgery was completed with an alternative procedure "rtu". Patient outcome: "stable" reported. No injury to the patient was reported.

Manufacturer narrative:
Serial # corrected. Device manufacture date corrected.